Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the device misidentified slow ventricular tachycardia for over-sensing, which was caused by under-sensing due to ventricular blanking. Intervention was discussed; none was reported. The patient was in stable condition.

Event description:
New information received noted that the programming changes were made. There were no patient consequences.

Manufacturer narrative:
Correction: b5 - it was stated programming changes were made previously; however, only a medical intervention was done to treat slow vt. There were no programming changes.

Event description:
New information received noted that the physician made medical changes to address the slow vt, not programming changes to resolve the over-sensing issue.